Event description:
The hcp reports a patient experiencing loss of efficacy with their drug delivery pump. The patient presented for a routine refill and the expected reservoir volume was 2.3 mls. The actual volume of drug in the pump was 11 mls. The drug used in the pump is lioresal (dose and concentration unk). A roller study was done and was negative. Other troubleshooting, including a catheter dye study was being considered. Additional information has been requested from the hcp, but was not available on the date of this report.